Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer reported receiving a message 'hi' (> 500 mg/dl) sensor scan result compared to a healthcare professional (hcp) meter blood glucose reading of 45 mg/dl and self-treated with an unspecified (dose/type) insulin. As a result, customer experienced symptoms of hypoglycemia described as sweating, a loss of consciousness, and was unable to self-treat. Customer required third-party intervention by mother who provided 2 fruit juice and bread as treatment. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent impairment associated with this event.